Manufacturer narrative:
Based on the information received, no conclusions can be made. Per medical records, this is a patient with a surgical history significant for multiple abdominal surgeries including bowel resection with colostomy reversal. Patient underwent incisional hernia repair using flat mesh (device #1). About six months later the patient underwent the repair of a new hernia with mesh implant (device #2) and subsequently developed a seroma and mrsa infection associated with device #2. Following explant of device #2 the infection had not resolved, and the patient was diagnosed with infection of the large ventral incisional hernia mesh (device #1) and underwent explant. Review of manufacturing records confirms product was manufactured to specification. Infection is a known inherent risk of surgery. Regarding infection the instructions-for-use state ¿if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device.¿ this emdr represents the flat mesh (device #1). A supplemental emdr was submitted for the composix kugel hernia patch (device #2).

Event description:
Per information provided: on (B)(6) 2005 - patient with a history of diverticulitis requiring a bowel resection, colostomy followed by colostomy reversal was diagnosed with multiple stitch granuloma, a large incisional hernia and underwent an open repair with implant of a flat mesh (device #1) on (B)(6) 2005. Per operative notes, ¿multiple hernia defects were identified throughout the suture line. These were cut until continuity. We then proceeded to use bard flat mesh, tacked it down to the overlying musculature.¿ (B)(6) 2006 - patient was diagnosed with incisional hernia at the colostomy site and underwent another open repair with mesh. Per operative notes, ¿a large hernia defect was identified. Proceeded with composix kugel mesh (device #2), placed it intra-abdominally and then tacked it circumferentially¿ (note: there was no mention of device #1 during this procedure). On (B)(6) 2006 - patient was diagnosed with a seroma and underwent wound exploration and evacuation. Per operative notes, ¿the mesh (device #2) could be seen. Significant serosanguinous drainage was noted and evacuation was performed. The mesh was noted to be quite intact with no evidence of obvious infection.¿ on (B)(6) 2006 - patient was diagnosed with deep surgical wound infection of the abdominal wall with methicillin resistant staphylococcus aureus (mrsa) at the hernia repair site (#2), underwent placement of PICC line and was started on antibiotics. On (B)(6) 2006 - patient was diagnosed with infected mesh (device #2) in the left abdomen, underwent exploration of abdominal wound and removal of infected mesh (device #2). Per the operative notes, the infected extraperitoneal composix kugel mesh was removed completely (5-7cm). It was folded up upon itself and there was infected tissue within it. On (B)(6) 2007 - patient was diagnosed with infection of a large ventral incisional hernia mesh (device #1) and underwent removal. Per operative notes, "I then began dissecting this mesh out. Eventually, I was able to free up the edges enough to be able to remove the mesh (device #1) and suction out the pus pockets.¿ attorney alleges that the patient experienced abscess, adhesions, fistulae, infections, mesh migration, mesh shrinkage, recurrence, pain, seroma and emotional injuries.